Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the pt experienced increased baseline spasticity. The health care professional was going to do a dye study. They were going to start with a bolus to see if the pt would respond. It was later reported that the pt had a catheter revision and the pump was repositioned. Following surgery, the pt experienced increase spasticity and seizures. It was confirmed that pump was programmed in simple continuous mode and the catheter was primed after the revision. The medication being administered via the pump was lioresal. Add'l info has been requested.